Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Note: the date of event is unknown note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00759 for the other associated device information. According to the complainant, during preparation, upon opening the device packages, they noticed that both devices had a kink in the delivery system near the handle. This prevented the clip from being able to open, close or deploy. There was no patient involvement. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: the date of event is unknown. Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00759 for the other associated device information. According to the complainant, during preparation, upon opening the device packages, they noticed that both devices had a kink in the delivery system near the handle. This prevented the clip from being able to open, close or deploy. There was no patient involvement. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that there were no kinks noticed on the device. On the clip assembly, it was noticed that the prongs were bent and had an overbite. Functionally, the clip assembly could not be actuated, but could be deployed with two distinctive clicks being heard. Therefore, the root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.